Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a power on reset (por) and a loss of therapy. The patient said they saw the por on the day of the report after they noticed they were hurting real bad that morning. The patient was able to clear the por, turn the therapy back on and the patient stated "it feels really good" now. It was noted that troubleshooting resolved the issue. No device issues were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they didn¿t know how the power on reset message happened. The patient noted that they had gone to charge as they do weekly and it came up with that code.